Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A previous review of the device history records for the 2832569 lot code did not reveal any related manufacturing deviations or anomalies. A review of the device history records for the 2839599 lot code found one manufacturing deviation. It was confirmed that the deviation should have had no effect on the current complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain and discomfort. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the metal liner and femoral head. Should we receive additional information, we will update accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/16/2014- medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4).

Event description:
Ppf has no new allegation reported. Added age, law firm, updated product details including manufactured and expiration date of ips. Corrected date of birth. Doi: (B)(6)2009 - dor: none reported (right hip)